Manufacturer narrative:
Vyaire complaint #: (B)(4). Our technical support representative reviewed the error log which showed "bad cal fcv". The distributor was instructed to perform the flow control valve characterization and if it failed three times then the gde would need to be replaced. At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator experienced "vent inop". The customer advised there was no patient involvement associated with this event.